Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room in backup vvi. The device was switched to backup vvi mode and all functions where restored to its previous settings. The patient is fine with no adverse consequences.